Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the code 99-93100, lot number v1343823 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) units for a total of (B)(4) wires (each package includes (B)(4) wires). All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical eval: the device involved in this event has not yet been received by orthofix srl (device held by the hospital for two months as per hospital procedure). The technical eval will be performed as soon as the device becomes available. Medical eval: the info available on the case was sent to our medical evaluator. A preliminary medical eval is currently ongoing and will be finalized once the results of the technical eval will be available. As soon as the results of the investigation will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market.

Event description:
The event description provided by the sales rep indicates: hospital name: (B)(6). Surgeon name: dr (B)(6). Date of surgery: (B)(6) 2013. Surgery description: proximal humeral fracture treatment. Pt info: (B)(6) years old male cardiac pt, (B)(6). Event description: the wire broke during insertion. The device broke in correspondence to the beginning of its threaded part. No adverse effects to pt; a replacement device was immediately available to complete the surgery. The pt is in good health condition. (B)(4).